Event description:
It was reported that the patient experienced pain and discomfort at the ipg site. It was also noted that the ipg protruded and would not hold a charge. The patient was prescribed with pain medication.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg site. It was also noted that the ipg protruded and would not hold a charge. The patient was prescribed with pain medication. Additional information was received that the patient underwent a pocket revision procedure. The patient was doing well postoperatively.